Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawers 1.1 and 1.2, along with the pockets, were not recognized on the bus due to a defective power and control module board (pcm). A field service engineer replaced the faulty power and control module board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower experienced a malfunction in which the drawer was jammed. The customer tried to recover the drawer by rebooting, but the issue still persists. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model, section g manufacturing location section h device manufacture date a review of the complaint history for (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 15feb2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "pyxis drawer is jammed" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that hh drawers 1.1 and 1.2 along with their pockets, were not detected on the bus. The pmc was replaced, service was restored, and proper operation was verified. The system was tested in hta with no issues observed. During dchu visual inspection: p/n 151730-21: the unit revealed signs of thermal damage, specifically on component u501. No fluid ingress, loose components or other anomalies were observed. During dchu testing: p/n 151730-21: no further testing was required due to evidence of thermal damage observed on the u501 component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the drawer jammed. The customer tried to recover the drawer by rebooting, but the issue still persists. The customer reported that the issue occurred when the user was trying to issue medications to a patient. As per part investigation, it was determined that there was thermal damage observed on the component u501. There were no delay, no adverse events or injuries reported based on this event.